Event description:
It was reported that the patient experienced issues with their pain stimulators. Update (B)(6) 2016: the patient reported they needed their batteries replaced for normal battery depletion and because they are fried. Their unit around their waist hurt severely and they could not sleep, were in severe pain all day, and they could feel it with every breath that they took. The patient also reported that they replaced their previous implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).